Event description:
It was reported that when the patient's controller was replaced, the new emergency backup battery (ebb) displayed the incorrect date despite syncing with the heartmate touch. The date was listed as "1/26/2000," and syncing it was attempted but no change occurred. The ebb was replaced.

Manufacturer narrative:
A. Patient information not provided by customer. D4 - the primary UDI number in d4 is reflective of all currently available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.